Event description:
Upon receiving conflicting pt glucometer readings from lab values an agency nurse called the co. It was discovered that the pt's new lifescan glucometer obtained from medicare was programmed in decimal units requiring all results to be multiplied by x .18 to convert to the co's system. Glucometer reading over 100 mg off from hosp lab values.